Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the lp prematurely separated from the catheter after the lp was fixated. Once removed from the body, it was noted the catheter tethers were inappropriately misaligned. The lp was left implanted. There were no patient consequences.